Event description:
The physician inserted the central line without difficulty. After insertion, the physician then pulled the introducer back to check for blood return. Upon pulling back, it was noted that the end of the introducer that was in the pt was uncoiled. Staff members obtained a new central line kit and used a new introducer to successfully place the line. There was no pt harm as a result of this incident. There were no visual defects noted prior to the start of the procedure and the cause of the device failure is unk. Additional info: necrotizing enterocolitis with necrosis of the entire small bowel diagnosed later during hospitalization. History of a +3 intraventricular bleed. Pt was a former 26 week twin, with a birth weight of 730 grams. Required central venous access and a 3-french, 5cm length percutaneous cook critical care catheter, which was placed in the left subclavian portion. The distal tip of the catheter was noted to be folded in the mediastinum.

Manufacturer narrative:
Eval: only the supplied wire guide for this device was returned to assist with our investigation. A visual examination found separation of the safety wire from the solder connection at the curved end, resulting in mandril protrusion and coil elongation. Unfortunately, based on the info provided, we were not able to determine with certainty how this incident may have occurred. However, this type of failure may occur if the wire guide makes inadvertent contact with the bevel of the needle during withdrawal and/or manipulation. We caution if resistance is encountered during wire guide insertion, do not force the wire guide. Withdrawal of wire guide through needle should be avoided as breakage may result. This device is inspected 100% by our qc dept prior to shipping. Nevertheless, the appropriate personnel have been notified of this matter. We will continue to monitor for similar occurrences.